Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the equipment does not expose. The philips has sent quote for evaluation and repair service to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date.